Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as it was kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipgs would not turn on. It was noted that during a non-device related surgery, electrocautery was used and damaged the ipgs. The patient underwent a revision procedure wherein two ipgs were replaced. The patient was doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient¿s ipgs would not turn on. It was noted that during a non-device related surgery, electrocautery was used and damaged the ipgs. The patient underwent a revision procedure wherein two ipgs were replaced. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04).